Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection and fourier transform infrared spectrometer (ftir) testing was performed on the returned device. The reported complaint was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the loose material in the sealed header bag appears to be related to a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices. The additional two absolute pro devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that during incoming inspection of an 7x60mm absolute pro vascular self-expanding stent system (sess) a small piece of white foreign material was found inside the sterile pouch. A small piece of black foreign material was found inside the sterile pouch of an 8x40mm absolute pro vascular sess and a small piece of purple foreign material was found inside the sterile pouch of an 8x100mm absolute pro vascular sess. The inner pouches were intact and the sterility of the devices was not compromised. The incident occurred during an inspection of a consignment return at the distribution center. The sess was not used. There was no patient involvement. No additional information was provided.